Event description:
The customer reported inaccurately low blood glucose readings with test strips. On 8/24/96 in the evening he opened the first bottle from a box of fifty and obtained a reading of 172 mg/dl. He immediately performed another test with another brand lot# 607779a, code 10, expiration 7/98. The result was 212 mg/dl. The next morning he performed a fasting blood glucose test using test strips and the result was 82 mg/dl. He changed the code and with the other test strip obtained a result of 108 mg/dl. He waited one hr and performed a second fasting blood glucose test. The result was 57 mg/dl with strips and 86 mg/dl with the other test strip. On 8/26/96 he called the co customer support line and, with the rep, performed normal control solution tests using the normal control solution, lot# vh305a, expiration 9/97. The solution was opened two months ago, and was shaken vigorously before the sample was applied. The result with the strips was 149 versus a normal control solution range of 113-169 mg/dl. The result with strips was 109 versus a normal control solution range of 88-124 mg/dl. Also with the rep the customer performed a check strip test. The result was 94 versus a range of 88-109. The customer was calling from work and was unwilling to perform a blood glucose test. The desiccant was in the open bottle. The customer stores his strips in the living room coffee table.